Event description:
During an atrial fibrillation procedure, a blood leak was noted. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient. The physician performed radiofrequency ablation and noted that the sheath handle was leaking blood. The sheath was exchanged to complete the procedure. The patient is in good condition now.

Event description:
Follow up report needed to address analysis.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. No leak was noted from the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.